Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) pulled through. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation as anticipated. A product history record (phr) review of lot f2505702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-pull through¿ could not be observed as the device was not returned for analysis. The exact cause of the pull through experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, prepping and handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy or venotomy, resulting in removal of the sealant and access. Neither the phr review, nor the available information suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
The device was not returned for evaluation as anticipated.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) pulled through. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.